Event description:
On 12/1/2022, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter broke off during insertion. All fragments were retrieved, and case was completed with another arthrex anchor. This was discovered during a procedure on (B)(6) 2022. An additional 20 minutes were added to the case due to device breaking. Additional information received on 12/1/2022: a total of (2) ar-3636 knotless fibertak inserters broke inside the patient and all fragments were retrieved. Due to the case being delayed for 20 minutes, additional anesthesia was administered to the patient. Also, surgeon had difficulty inserting the anchor through the drill sleeve of an ar-3610nd-2 flexible 1.8mm drill, an ar-3610ctc curved fibertak spear, and (2) ar-3610ctc-2 tight curved fibertak spear. This was discovered during a labral repair procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.